Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba2d1 crt-d, implanted: (B)(6) 2016; 5867-3m lead end cap, implanted: (B)(6) 2016; 5076-52 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an lead integrity alert (lia) was triggered for the right ventricular (rv) lead. It was noted there was high undefined impedance, noise, oversensing, and a fracture on the rv lead. The lead was reprogrammed and normal impedance with no noise or oversensing was observed. The lead remains in use and will continued to be monitored. No patient complications have been reported as a result of this event.